Event description:
Pt brought to e.r. After a syncopal event. They were placed on a lifepak 12 transport cardiac monitor for transport to the ep lab for pacemaker placement. During transport within 2 to 3 minutes the device said the pt had asystole and when the pacer function was initiated, the device went dead. The physician performed CPR and a replacement battery was obtained from another dept. The pt was then being paced and was taken to the ep lab for placement of a permanent pacemaker. The pt later expired in 2002. It was determined that the event did not cause the death. During the short period of time when the battery went dead, the pt received appropriate manual life saving intervention. There was not a second battery in the device. During follow up, biomed said the battery was third party brand.